Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be an internal blower failure. In consequence the blower was replaced.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: local staff had carried out a repair to replace the pressure sensor assembly. He noticed that when the c6 was set to the 100% oxygen level setting, the oxygen level would only rise to 61% and a low oxygen alarm would occur. Health effects: no patient involvement, therefore: none observed or reported, clinical signs, symptoms, or conditions. Health impact: no adverse health consequences or impacts occurred during the event.